Event description:
It was reported "the patient was diagnosed with endometrial cancer. A peripherally intubated central venous catheter was used on (B)(6) 2020. The purpose of the device is to undergo chemotherapy for cancer patients. The use of the device is normal, on (B)(6) 2021 there was a rupture of the catheter extension tube interface. The equipment failure was due to the rupture of the extension tube interface and the infusion could not be performed normally. The patient needs to replace the central venous catheter. The extension tube will be replaced on (B)(6) 2021."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx0993 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redx0993) have been reported from the same facility in (B)(6).